Event description:
On (B)(6) 2015, a reporter contacted animas alleging that the dates in the pump's history were repeating. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/23/2015 with the following findings: no evidence related to the complaint was observed in the pump's black box. The pump was exercised for 24 hours and the alleged issue was not duplicated. The pump was then powered off for 20 hours and when it was powered back on the time and date had reset to the default setting. A visible inspection confirmed that the internal battery was leaking.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.